Event description:
Unsolicited communication from pt's caregiver who reported pt's pump alarmed saying "non disposable." He changed pumps, using same cassette and same error occurred. Pt made new mix in new cassette and was able to continue infusion without any issues. Not a pump problem, only malfunctioned cassette. Cassette is not available for return and lot number unknown. No further information is known. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. All known information is contained in this report. If any additional information is received it will be provided on a separate report. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.